Event description:
It was reported that there was a revision of a ceramic on ceramic hip due to squeaky hip. The cup, head, and liner were revised and the stem stayed in.

Event description:
It was reported that there was a revision of a ceramic on ceramic hip due to squeaky hip. The cup, head, and liner were revised and the stem stayed in.

Manufacturer narrative:
The event was not confirmed as the reported device was not returned for evaluation and no xrays or medical records were provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.